Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. The customer, assisted by technical support, inspected the cartridge o-ring, removed any debris, and cleaned the pneumatic tap area before successfully loading a new cartridge onto the pump and resuming insulin use.